Event description:
It was reported that t wave oversensing was noted along with noise on the far field egm and sensing integrity counts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.